Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported there is condensation in the cartridge compartment of her insulin infusion device which she believes is insulin. To troubleshoot, the patient was instructed to smell the inside of the cartridge compartment. The patient did so and stated, "it does not smell like anything except plastic." The patient was then instructed to use a cotton swab to dry the compartment. The patient stated it did not smell like insulin, and there were only a couple of droplets at the bottom of the cartridge compartment. She stated her insulin is still cool when she inserts a new cartridge. The patient has switched to her backup infusion device and was advised to allow her primary device to dry out for 24 hours. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.